Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced an episode of diabetic ketoacidosis as well as some sort of neurological episode resulting in hospitalization associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and remained hospitalized. Troubleshooting was not completed at the time of the event. This complaint is being reported because the patient allegedly experienced a serious bg excursion while on the insulin pump.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016. The black box indicated an auto off alarm occurred at 07:31 on 08/12/2016 followed by five no cartridge detected warnings; deliveries resumed at 23:04 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The force sensor was found to be detecting the correct force. The pump casing was removed and no defects were found to the force sensor circuit. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).